Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out-of-range shock impedance measurements greater than 200 ohms. It was also noted that the patient was non-compliant with follow-up. As a result, the physician chose to deactivate tachy therapy to eliminate the chance of inappropriate shocks. This ICD and rv lead remain implanted. No additional adverse patient effects were reported.